Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the magnet was fallen out of insep. The field service engineer replaced insep to resolve. A supplemental will be created if additional information is received from the customer. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 5 was not sensing closed. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.